Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality tesitng without duplicating the report. The device was able to shock with both shock butons using a multi-function cable connected to a simulator and with external paddles using the shock button on the paddles. The device was able to detect impedances appropriately and all functions worked as intended. The device was recertified and returned to the customer. No accessories were returned with the device as part of this investigation. No trend is associated with reports of this type.